Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was pt reported that their implant was replaced due to normal battery depletion. Pss flagging call as implant battery depleted before the expected 9 years. Pss documenting past event that was reported by the pt on the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.